Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Philips received a complaint from a customer reporting a power supply error prompt occurred on a v60 ventilator. The unit was reported to be in therapeutic use at the time of event. There was no report of harm. A philips authorized service provider (asp) reported there was no patient impact/harm resulting from this event. The customer called to request a check of the power supply, however, the customer declined service actions. The unit remains out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.